Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation due to clogging of the channel mount unit, foreign objects came out of the distal end. Additionally, residual liquid or foreign material came out of the channel tube, however the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material coming out of the distal end due to clogging of the channel mount unit. Additionally, residual liquid or foreign material came out of the channel tube. There was no patient involvement.